Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of implant/migration of essure device: embedded in myometrium/adenomyosis') in a 47-year-old female patient who had essure (batch no. 880428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and c-section. On (B)(6) 2017, essure device embedded the myometrium, but did not puncture through the serosa. On (B)(6) 2017,EKG was normal and then an elevated d-dimer the following day. On (B)(6) 2012, both sides of fallopian tubes were blocked,. Concurrent conditions included body mass index normal, thoracic pain, gastric ulcer, allergic rhinitis, cellulitis, congestive heart failure, bronchitis acute, acute sinusitis, otitis, hot flashes, breast abscess, cholelithiasis, diarrhea, neck cramps and vitamin d deficiency. Concomitant products included since (B)(6) 2014, almotriptan malate (axert) since (B)(6) 2014, amitriptyline, colecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2017, methocarbamol, omeprazole, propranolol and rizatriptan benzoate (maxalt). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("recurring bacterial vaginosis"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / my periods were heavier while I was using essure"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("alopecia/hair loss"). In (B)(6) 2015, the patient experienced lichenoid keratosis ("skin lesion similar to lichen planus") with pruritus. In 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia,auto immune disorders/fibromyalgia") with musculoskeletal pain, flank pain and swelling. On (B)(6) 2017, the patient experienced pelvic congestion ("pelvic congestion syndrome"), 5 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2017, the patient was found to have electrocardiogram abnormal ("abnormal EKG"). On an unknown date, the patient experienced depression ("depression/depression"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), headache ("headaches"), migraine ("migraines/migraines"), adenomyosis ("adenomyosis"), urinary tract infection ("uti symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), breast discharge ("breast discharge"), pain ("bodyc ache"), asthenia ("drain my energy"), sinus disorder ("sinuses are draining"), polycystic ovaries ("pcs"), varicose vein ("varicose vein"), gastrointestinal disorder ("abdominal issues"), premature menopause ("early menopause") with hot flush, mood swings and sleep disorder, hypotension ("my blood pressure was very low after my surgery"), myofascial pain syndrome ("myofascial pain"), flatulence ("gas cramp under my rib cage and right shoulder"), peripheral coldness ("cold hands and feet/cold temps"), malaise ("sickness"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), hypersensitivity ("allergies "), eye pruritus ("itchy eye") and bladder disorder ("bladder is stronger than mine when sneezing") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ketorolac tromethamine (toradol) and surgery (on (B)(6) 2017,robotic-assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, bacterial vaginosis, feeling abnormal, lichenoid keratosis, nausea, weight increased, weight decreased, pelvic congestion, urinary tract infection, female sexual dysfunction, electrocardiogram abnormal, breast discharge, pain, asthenia, sinus disorder, polycystic ovaries, varicose vein, gastrointestinal disorder, premature menopause, hypotension, myofascial pain syndrome, flatulence, peripheral coldness, malaise, neck pain, musculoskeletal pain, hypersensitivity, eye pruritus and bladder disorder outcome was unknown, the fibromyalgia, dyspareunia, fatigue, alopecia, vaginal discharge and adenomyosis had resolved, the depression and headache had not resolved and the migraine was resolving. The reporter considered adenomyosis, alopecia, asthenia, bacterial vaginosis, bladder disorder, breast discharge, depression, dyspareunia, electrocardiogram abnormal, embedded device, eye pruritus, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flatulence, gastrointestinal disorder, headache, hypersensitivity, hypotension, lichenoid keratosis, malaise, menorrhagia, migraine, musculoskeletal pain, myofascial pain syndrome, nausea, neck pain, pain, pelvic congestion, peripheral coldness, polycystic ovaries, premature menopause, sinus disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, varicose vein, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on an unknown date: results: signs of pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine, device embedded, vaginal discharge, alopecia, fatigue, bacterial vaginosis, allergic rhinitis, nausea and fatigue. Concerning the injuries reported in this case, the following ones were reported in social media: general body pain, loss of energy, sinuses are draining, polycystic ovarian syndrome, varicose vein, abdominal issues, early menopause, my blood pressure was very low after my surgery, myofascial pain, cold hands and feet/cold temps, sickness, neck pain, shoulder pain, allergies, itchy eye, bladder is stronger than mine when sneezing, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events per social media: general body pain, loss of energy, sinuses are draining, polycystic ovarian syndrome, varicose vein, abdominal issues, early menopause, my blood pressure was very low after my surgery, myofascial pain, cold hands and feet/cold temps, sickness, neck pain, shoulder pain, allergies, itchy eye, bladder is stronger than mine when sneezing. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/migration of essure device: embedded in myometrium") and device expulsion ("migration of implant/migration of essure device: embedded in myometrium") in a 47-year-old female patient who had essure (batch no. 880428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome. Concurrent conditions included body mass index normal, thoracic pain, gastric ulcer, allergic rhinitis, cellulitis, congestive heart failure, bronchitis acute, acute sinusitis, otitis, hot flashes, breast abscess, cholelithiasis, diarrhea, muscle spasms and vitamin d deficiency. Concomitant products included almotriptan malate (axert) since (B)(6) 2014, amitriptyline, ergocalciferol (calciferol), escitalopram oxalate (lexapro), gabapentin, methocarbamol, omeprazole, propranolol and rizatriptan (maxalt). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("recurring bacterial vaginosis"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("alopecia/hair loss"). In 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced skin lesion ("skin lesion similar to lichen planus"). On (B)(6) 2017, 5 years 2 months after insertion of essure, the patient experienced flank pain ("flank pain"), pelvic congestion ("pelvic congestion syndrome") and swelling ("swelling"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced electrocardiogram abnormal ("abnormal EKG"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), feeling abnormal ("brain fog"), headache ("headaches"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), weight increased ("weight gain"), musculoskeletal pain ("musculoskeletal pain"), breast discharge ("breast discharge"), urinary tract infection ("uti symptoms"), fibromyalgia ("fibromyalgia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (on (B)(6) 2017,robotic-assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy.) And surgery (on (B)(6) 2017,robotic-assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, bacterial vaginosis, pelvic pain, abdominal pain, flank pain, menorrhagia, pelvic congestion, vaginal haemorrhage, female sexual dysfunction, feeling abnormal, skin lesion, headache, alopecia, electrocardiogram abnormal, dyspareunia, vaginal discharge, weight increased, musculoskeletal pain, swelling, breast discharge, urinary tract infection, nausea and fibromyalgia outcome was unknown, the depression and migraine had not resolved and the fatigue and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, bacterial vaginosis, breast discharge, depression, device expulsion, dyspareunia, electrocardiogram abnormal, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic congestion, pelvic pain, skin lesion, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on an unknown date: signs of pelvic congestion syndrome on (B)(6) 2017, essure device embedded the myometrium, but did not puncture through the serosa. On (B)(6) 2017,EKG was normal and then an elevated d-dimer the following day. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine, device embedded, vaginal discharge, alopecia, fatigue, bacterial vaginosis, allergic rhinitis, nausea and fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number added. Event verbatim was updated as migration of implant/migration of essure device: embedded in myometrium and pt was updated as embedded device. New events added- abnormal bleeding (vaginal, menorrhagia), apareunia(inability to have sexual intercourse), bacterial vaginosis, depression, brain fog, skin lesion similar to lichen planus, migraines / headaches, abnormal EKG, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, musculoskeletal pain, flank pain, swelling, breast discharge, vaginal discharge, uti symptoms and pelvic congestion syndrome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/migration of essure device: embedded in myometrium") in a 47-year-old female patient who had essure (batch no. 880428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome. Concurrent conditions included body mass index normal, thoracic pain, gastric ulcer, allergic rhinitis, cellulitis, congestive heart failure, bronchitis acute, acute sinusitis, otitis, hot flashes, breast abscess, cholelithiasis, diarrhea, neck cramps and vitamin d deficiency. Concomitant products included almotriptan malate (axert) since (B)(6) 2014, amitriptyline, colecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, methocarbamol, omeprazole, propranolol and rizatriptan (maxalt). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("recurring bacterial vaginosis"). In january 2014, the patient experienced fatigue ("fatigue"). In february 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / my periods were heavier while I was using essure"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2015, the patient experienced alopecia ("alopecia/hair loss"). In june 2015, the patient experienced lichenoid keratosis ("skin lesion similar to lichen planus") with pruritus. In 2015, the patient experienced nausea ("nausea"). In november 2015, the patient experienced fibromyalgia ("fibromyalgia") with musculoskeletal pain, flank pain and swelling. On (B)(6) 2017, 5 years 2 months after insertion of essure, the patient experienced pelvic congestion ("pelvic congestion syndrome"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2017, the patient experienced electrocardiogram abnormal ("abnormal EKG"). On an unknown date, the patient experienced depression ("depression"), feeling abnormal ("brain fog"), weight increased ("weight gain"), weight decreased ("weight loss"), vaginal discharge ("vaginal discharge"), headache ("headaches"), migraine ("migraines"), adenomyosis ("adenomyosis"), urinary tract infection ("uti symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and breast discharge ("breast discharge"). The patient was treated with surgery (on (B)(6) 2017,robotic-assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, fibromyalgia, bacterial vaginosis, feeling abnormal, lichenoid keratosis, nausea, weight increased, weight decreased, pelvic congestion, urinary tract infection, female sexual dysfunction, electrocardiogram abnormal and breast discharge outcome was unknown, the depression, headache and migraine had not resolved and the dyspareunia, fatigue, alopecia, vaginal discharge and adenomyosis had resolved. The reporter considered adenomyosis, alopecia, bacterial vaginosis, breast discharge, depression, dyspareunia, electrocardiogram abnormal, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, headache, lichenoid keratosis, menorrhagia, migraine, nausea, pelvic congestion, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on an unknown date: signs of pelvic congestion syndrome on (B)(6) 2017, essure device embedded the myometrium, but did not puncture through the serosa. On (B)(6) 2017,EKG was normal and then an elevated d-dimer the following day. On (B)(6) 2012, both sides of fallopian tubes were blocked, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine, device embedded, vaginal discharge, alopecia, fatigue, bacterial vaginosis, allergic rhinitis, nausea and fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events feel itchy added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/migration of essure device: embedded in myometrium") in a 47-year-old female patient who had essure (batch no. 880428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome. Concurrent conditions included body mass index normal, thoracic pain, gastric ulcer, allergic rhinitis, cellulitis, congestive heart failure, bronchitis acute, acute sinusitis, otitis, hot flashes, breast abscess, cholelithiasis, diarrhea, neck cramps and vitamin d deficiency. Concomitant products included almotriptan malate (axert) since 31-mar-2014, amitriptyline, colecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, methocarbamol, omeprazole, propranolol and rizatriptan (maxalt). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("recurring bacterial vaginosis"). In january 2014, the patient experienced fatigue ("fatigue"). In february 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / my periods were heavier while I was using essure"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2015, the patient experienced alopecia ("alopecia/hair loss"). In june 2015, the patient experienced lichenoid keratosis ("skin lesion similar to lichen planus") with pruritus. In 2015, the patient experienced nausea ("nausea"). In november 2015, the patient experienced fibromyalgia ("fibromyalgia") with musculoskeletal pain, flank pain and swelling. On (B)(6) 2017, 5 years 2 months after insertion of essure, the patient experienced pelvic congestion ("pelvic congestion syndrome"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2017, the patient experienced electrocardiogram abnormal ("abnormal EKG"). On an unknown date, the patient experienced depression ("depression"), feeling abnormal ("brain fog"), weight increased ("weight gain"), weight decreased ("weight loss"), vaginal discharge ("vaginal discharge"), headache ("headaches"), migraine ("migraines"), adenomyosis ("adenomyosis"), urinary tract infection ("uti symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and breast discharge ("breast discharge"). The patient was treated with surgery (on 08mar2017,robotic-assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, fibromyalgia, bacterial vaginosis, feeling abnormal, lichenoid keratosis, nausea, weight increased, weight decreased, pelvic congestion, urinary tract infection, female sexual dysfunction, electrocardiogram abnormal and breast discharge outcome was unknown, the depression, headache and migraine had not resolved and the dyspareunia, fatigue, alopecia, vaginal discharge and adenomyosis had resolved. The reporter considered adenomyosis, alopecia, bacterial vaginosis, breast discharge, depression, dyspareunia, electrocardiogram abnormal, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, headache, lichenoid keratosis, menorrhagia, migraine, nausea, pelvic congestion, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on an unknown date: signs of pelvic congestion syndrome on (B)(6) 2017, essure device embedded the myometrium, but did not puncture through the serosa. On (B)(6) 2017,EKG was normal and then an elevated d-dimer the following day. On (B)(6) 2012, both sides of fallopian tubes were blocked, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine, device embedded, vaginal discharge, alopecia, fatigue, bacterial vaginosis, allergic rhinitis, nausea and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bacterial vaginosis ("recurring bacterial vaginosis"), alopecia ("alopecia"), migraine ("migraines") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, bacterial vaginosis, alopecia, migraine and pelvic pain outcome was unknown. The reporter considered alopecia, bacterial vaginosis, device dislocation, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.